Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a knife trapped in track and was unable to retract. It was reported that the device had a loose component. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the procedure, during a laparoscopic hemicolectomy, the device stopped working and the inlay of the jaw came loose. The physician used the first device for a while, approximately one hour when the inlay of the jaw came loose. Dangerous situation but did not fell into the patient or cause any issues. They switched to the second device, after performing a few successful seals, the seal end could not be reached anymore or no end tone heard. Regrasp alert e403 and no clips or other things in place. Unable to finish a seal end and again. Replaced the device for the third time, still had the same issue. The fourth and last device had to open during the same procedure did the job and could finish with it. There was no patient injury. Medtronic's initial evaluation of the incident device found the knife was trapped and exposed on the side of the jaws.